Manufacturer narrative:
End-user reported having contacted their service provider to report the armrest on the device was loose and requested it be tightened. End-user stated the service provider came to their home and allegedly performed service as the armrest appeared to be more secure. End-user stated the morning following service call, while attempting to enter the seating of the device, they grabbed hold of the left armrest for support. Reports are the armrest gave way from its mounting point, flew up, striking the end-user in the face. End-user reports having lost balance and subsequently fell face first into the units seat frame. This impact was reported to have caused injury to their face and ear requiring medical intervention. Reports from service technician that inspected and repaired the unit "after" the reported event claim the previous repair was performed incorrectly to where incorrect hardware was installed on the armrest. It was reported the bolt that attached the armrest to its mounting appeared to have been replaced with a bolt of shorter length than the original design. It is believed with this incorrect bolt length, it allowed the armrest to become detached when weight was applied due to the lack of material required to secure it properly. It was reported the correct length mounting hardware was installed on the armrest and the unit was returned to the end-user with no further reports having been noted. End-user was instructed to refrain from using the armrests for transfers as outlined in the owner's manual. Transfer handles were installed on the device by area sales rep for the client to use for all future transfer functions. The DHR was reviewed and unit was built according to specification.

Event description:
Received report that as end-user was transferring into the chair seating, the armrest of the chair gave way, flung up striking end-user in the face causing them to lose their balance. End-user reports having fallen and struck their face on the seat frame requiring a visit to the ER where they received multiple stitches.